Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
*It was reported that the insulin pump has an unresponsive keypad during the bolus procedure. It was reported that insulin pump was counting number without input. Customer's blood glucose reading was 219 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly noted. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.